Event description:
It was reported from (B)(6) that a silent nite appliance experienced a broken anchor. No additional information was provided regarding the circumstances surrounding the event.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).